Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display. Blood glucose value was 33 mmol/l. Troubleshooting was not performed. It was indicated that the device was exposed to moisture. The customer tried to clean the battery compartment, but the display did not return. The insulin pump will be returned for analysis.